Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient heard his knee "pop" during rehabilitation. It was further noted that the patient had difficulties ambulating due to significant right knee flexion contracture and the patient used an assistive aid for ambulation (dynamic extension brace, knee immobilizer). Subsequently, the patient underwent lysis of adhesions with manipulation. The polyethylene bearing was also removed and replaced. No further information has been provided.

Manufacturer narrative:
Concomitant medical products: femur cemented cruciate retaining (cr) standard right size 8 catalog # 42502606402 lot # 63863873, tibial component catalog # 42532002502 lot # 63744235.

Manufacturer narrative:
(B)(4). Event date: (B)(6) 2018. Explant date: (B)(6) 2018. Concomitant medical products: unknown femoral component catalog # unknown lot # unknown. Unknown femoral component catalog # unknown lot # unknown. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent a knee arthroplasty, subsequently, the patient underwent and was revised due to pain and range of motion. No further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Date of event: (B)(6) 2018. (B)(4). Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.